Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) in the 400¿smg/dl with nausea, vomiting, dehydration, and polydipsia. The patient hospitalized and treated with IV fluids and insulin. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match, the variation is due to known cause of cartridge change and the prime menu was accessed. The reporter stated that the patient had gastroparesis, high blood pressure and there was change in patient¿s medication. The reporter stated that the healthcare professional (hcp) stated that the patient¿s condition/illness is the cause of the bg excursion. Cs is referring the patient to their hcp for diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.